Manufacturer narrative:
Additional info will be submitted once investigation is completed.

Event description:
It was reported that when the package was opened, there was cardboard and what seemed like ashes inside the container in the sterile field. Allegedly, they were prepping for a case and found this inside the packaging and did not use it.